Event description:
It was reported by the customer that their insulin pump has a crack on the top left corner. It was reported that when the customer took the insulin pump to the doctor's office they could not see the blood glucose levels. Customer's blood glucose level at the time 197mg/dl. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
Pump received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window, cracked belt clip slot and stained end cap sticker.